Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to the patient's pocket infection. No additional adverse patient effects were reported. The explanted products were discarded and will not be returned. It was noted the patient would likely be re-implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system at a later date.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.